Manufacturer narrative:
The subject device was returned to omsc for investigation. Omsc checked the subject device and found that there was no abnormality inside of the instrument channel and the suction channel such as buckling, dirt and/or adhesion of the foreign material. Also there was no dirt, foreign material and/or scratches were found at the instrument channel port and around the suction cylinder. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during storing in the storage after pre-cleaning, it was found that a large amount of yellow liquid came out from the channel. The subject device was not used. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endoclens s, after manually cleaning. The subject device was olympus asset as the loaner device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. From the fourier transform infrared spectrometer (ft-ir) and energy dispersive x-ray spectroscopy (edx) results, it is inferred that the main component of the yellow liquid is a component similar to the cleaning solution sidezyme. Since other elements common to disopa and endopure used in the cleaning and disinfecting process have been detected in edx, it is possible that these are also included. Regarding the other detected components, it is considered that the components derived from the sheet have been extracted, and that other chemicals and tap water used in the surrounding area are derived. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc concluded that the reported phenomenon was attributed to the cleaning liquid remaining in the channel due to insufficient rinsing.